Event description:
Customer reported that an antibody screen was performed with a patient sample having no previous transfusion history. No reactivity was observed with a 15 minute incubation. An iat crossmatch with one packed red cell unit was performed using gel method and the result was weakly positive. The antibody screen was repeated with a 30 minute incubation. No reactivity was observed. Customer performed testing with a previous lot and very weak reactivity was observed. Customer was able to identify the anti-jka with the homozygous cells of a 0.8% panel. Customer site sends out all antibodies to the reference lab for confirmation. Customer called back to report the ref lab confirmed that the anti-jka antibody is present and reacting very weakly showing dosage. Ref lab method was not known. No transfusions were given. No adverse event reported. No erroneous results reported. Customer is confident the reagent red cells are performing as expected and the issue is due to the weak antibody present in the sample. Customer will not be sending a sample for testing at ocd.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. Results were satisfactory. There were no similar complaints reported for this lot. (B)(4).